Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was observed that during a percutaneous transluminal coronary angioplasty procedure a stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo, concentric, 3.5x21mm target lesion was located in a mildly calcified and mildly tortuous left circumflex (lcx) artery. A 3.00x20mm promus element stent delivery system was advanced and deployed in the lcx. Following deployment, the physician observed that the stent had shortened by approximately 1mm. The physician performed no other intervention since the lesion was covered by the 3x20 stent. The procedure was completed with this device and no patient complications were reported and the patient's status is stable.